Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03121. The patient received 2 scs leads with different lot numbers. It was reported, the patient is no longer receiving effective stimulation. A sjm representative was unable to resolve the issue with multiple reprogramming. It was also reported, the patient experienced painful stimulation during a reprogramming session. X-rays identified the scs lead has migrated. Follow-up identified there is no course of action at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.